Event description:
It was reported that it was noticed in the ICU after the patient returned from the or that a crack was noted on the pressure tubing at the connection to the central lumen. The central lumen was also found to be clotted. As a result, the radial arterial line was used for monitoring. No patient injury or consequence.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a, corrected data: n/a.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that it was noticed in the ICU after the patient returned from the or that a crack was noted on the pressure tubing at the connection to the central lumen. The central lumen was also found to be clotted. As a result, the radial arterial line was used for monitoring. No patient injury or consequence.